Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
The customer reported no audio from the mx40 as per a "speaker malfunction" message on the device. The exchange device was returned to the repair bench. Upon testing of the device it was found that the speaker had not malfunctioned. It was found that the device had given a false "speaker malfunction" message due to a malfunction of microphone chip u4 on the system board. The device was producing audio but providing a false "no audio" message. This is a system board u4 chip malfunction not related to the speaker or audio. The device was replaced per the exchange process. At the repair bench the system board was replaced to resolve the false "speaker malfunction" issue. Post repair, the device was then tested successfully and sent to finished goods.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no report of patient injury or harm.